Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 531 mg/dl at the time of the call. The customer stated that they treated their high blood glucose with the back-up plan. The customer was assisted by being transferred to the help line. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).